Manufacturer narrative:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by (B)(6). The complaint alleges that the filter has tilted, and has caused perforation. Argon¿s attorneys are attempting to gather additional information.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by (B)(6). The complaint alleges that the filter has tilted, and has caused perforation. Argon¿s attorneys are attempting to gather additional information.